Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After 57 months of implantation, the device was explanted because the elective replacement indicator was already reached (the magnet rate was at 75 min-1). Premature battery depletion was suspected.